Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. The field service engineer arrived at the site and determined the problem was due to the stop blocks used on the lehr drawer on the exchanger. The fse replaced the necessary parts by performing corrective maintenance at the site. (B)(4).

Event description:
Philips received a report that the technologist was performing a collimator exchange. Once the collimator exchange was in place, the low energy high resolution (lehr) collimator did not get completely onto the drawer and according to the site the collimator was hanging wrong on the collimator drawer. The lehr collimator came down and missed the technologist finger. No operator injury was reported.